Event description:
It was reported that the customer was trying to replace the battery, but it won't open. Customer cannot remove the battery cap. Customer's blood glucose level was 40 mg/dl. Customer stated that she has treated. Customer tried to remove the battery cap using a large screwdriver. Customer stated that the cap is off its thread. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised to monitor the pump closely if they continue use of the pump. Insulin pump will need to be replaced. Customer called back and stated that they were finally able to get someone to remove the battery cap. Customer stated that it appears that the cap was just off track and there was no damage to the cap. Customer does not need the replacement pump that was sent. Customer will call back if there was damage to the battery compartment. No additional information provided.

Manufacturer narrative:
The insulin pump was received with broken battery cap, cracked display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.